Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 4-apr-2023. H.6. Investigation summary: bd received 4 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for sleeve fall off with the incident lot was observed as the sleeve was not fully assembled to the tip of the male luer on all 4 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the sleeve fell off. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "the black rubber plug at the position of the needle holder falls off, exposing the needle body. No adverse effects on patients and users."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the sleeve fell off. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "the black rubber plug at the position of the needle holder falls off, exposing the needle body. No adverse effects on patients and users."